Event description:
See MDR # 1036844-2012-00231 for the first event involving the same pt. The insertion site was the subclavian vein. A day after the catheter was placed, an extension line was found separated from the injection hub. As a result, the catheter was replaced and inserted via the femoral vein. There was delay noted, however it is reported it was not harmful to the pt. There are no reported pt complications, injury or death. It is reported the pt may have pulled the catheter. Since the change of insertion site, no more events have occurred.

Manufacturer narrative:
(B)(4). Sample will not be returned.